Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with 3 prostyle devices using an 8f sheath after an electrophysiology procedure. Reportedly, with all 3 devices, the sutures were not present when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with 3 prostyle devices using an 8f sheath after an electrophysiology procedure. Reportedly, with all 3 devices, the sutures were not present when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: an additional device was received at the lab on 12/10/2024. Follow up with the site was conducted, and it was confirmed that the previous report of the use of manual compression was made in error, and the additional device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.